Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 5.1, lab: ng. Date: (B)(6) 2010, inratio: 1.6, lab: 3.7. Pt's therapeutic range: 2.0-3.0 inr. Dr adjusted pt's coumadin dose after results on (B)(6) 2010.

Manufacturer narrative:
Investigation pending.